Event description:
PICC (peripherally inserted central catheter) line leakage at the hub. A new PICC line was placed on the next day without incident. Severity of event: temporary harm, intervention required.